Event description:
The customer noticed the color ring was missing from his flexcare model (B) (6). He has no recollection of swallowing it. On (B) (6) at about 3:00pm, the consumer started to get violently ill, shaking and vomiting repeatedly. The consumer's self-taken temperature was 103.9 degrees. The doctor instructed them to go immediately to the ER. In the trauma room, consumer started to vomit repeatedly, finally vomiting what is claimed to have been the flexcare color ring. The ring was not examined and was subsequently discarded by the hospital. Three hours later, consumer felt better, with reduced temperature and normal heart rate, remaining in the hospital under observation for 4 days for monitoring.

Manufacturer narrative:
The color ring that was allegedly swallowed is normally located at the bottom of the brush head shaft which connects to the toothbrush handle. This ring is one continuous piece, about the size of a dime. The ring is removable, but once snapped in place, is not movable and is unlikely to detach spontaneously. Detachment of the color ring for cleaning is not recommended. The color ring material meets the requirements of standard (B) (4) biological eval of medical devices, evaluating and testing.